Event description:
While servicing the ventilator, the manufacturer's service technician reported that review of the ventilator's diagnostic code history indicated there was an occurrence of an air source fault with alarm, and loss of gas supplies during operation. The customer reported there was no patient harm while the ventilator had been in use. The manufacturer's service technician was unable to duplicate the reported problem but replaced the blower fan as a precaution. The loss of both air and oxygen gas supplies will affect the function of the ventilator during operation. The customer reported using a flowmeter inline to the ventilator's wall oxygen source. The service technician completed extended self test (est) and performance verification testing and all tests passed to operating specifications.